Manufacturer narrative:
A ge representative evaluated the system and repaired a video connector. The system operates as intended.

Event description:
It was reported that the images were unstable on the two screens upon start-up and that the system was unusable. This issue would prevent the live image from being viewed, thereby making the system unusable. There is no report of injury or death associated with the event described in this complaint.